Event description:
Additional information from the patient indicated that the shocks caused irritation to their legs. They stated that the unit has been off and there has been no contact from the services provider. The patient stated that if the issue cannot be resolved, they would consider removal. They are not certain the cause of the issue. Issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the patient has not had any support since getting the implant, so the implant is not being used. Caller then said since implant, the patient said the stimulation shocking and buzzing (stimulation feeling) was more irritating to them than their pain. Caller said because of the lack of support, the patient doesn't even charge or use the implant. Caller mentioned stim was put in for the patient's feet. Caller then said now, starting like a year ago and was a gradual progression, the implant was almost like it was moving, and the implant was very pronounced in their back. Caller mentioned the patient takes opioids for their pain, and said the opioids are not helping much. Caller did not even remember who the doctors for the stimulator were anymore . The patient was redirected to their healthcare provider to further address the issue.